Manufacturer narrative:
(B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1; occurrence: a complaint history check was performed, and this is the 1st related complaint for label information missing (lot number) on lot # 0006024. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured, and addressed. Investigation summary: customer returned photos of shelf cartons of 1cc, 6mm, 31g syringes from lot # 0006024. Customer states that the lot number was missing. The photos were examined, and exhibited partially printed lot number, manufacturing date, and expiration date information. Manufacturing (holdrege) will be notified of this issue. As per the DHR completed by manufacturing, ¿there were zero (0) notifications noted that pertained to the complaint.¿ investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked, and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 11sep2020, holdrege received a complaint, via pictures, from material 324903, batch 0006024. Visual inspection of the pictures showed a carton with the lot coding too far right, resulting with the last digit of each line being cut off. Process summary: the equipment erects and glues cartons, which are then lasered with the appropriate coding, and then are carried on a conveyor to an associate to place the appropriate number of bags into the carton. The cartons are then closed, and placed on the outfeed conveyor where they travel over a scale. Any that are found too heavy, or light are blown off into a reject bin. Correct cartons are transferred to the casepack where 5 cartons are pushed into a wraparound case. This case is then glued, and continues on to be labelled and palletized. There were no maintenance dispatches or quality notifications during the production of this batch that pertained to this defect. The DHR was reviewed, and there was nothing that pertained to this defect. Root cause cannot be determined. Rationale: based on the investigation, no additional investigation, and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml 31ga 6mm 10bag 500 ap was missing label information. This was discovered before use. The following information was provided by the initial reporter: lot number was missing.